Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent output during an automatic capture test. No intervention was reported. The patient was stable.

Event description:
New information indicated that the device was reprogrammed.